Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that they were having problems with the insulin pump. They rewound the insulin pump and noticed the battery was low. They changed the battery and when the insulin pump came up all the settings were gone. The insulin pump received an unexpected restart alarm. The customer's blood glucose level during the incident was 220 mg/dl. The customer stated that the insulin pump was not stored or not in use for an extended period time. The alarm occurred shortly after inserting a new battery. The insulin pump passed troubleshooting. The customer was advised to monitor the insulin pump and call if issues recur. The device will not be returned for analysis.